Event description:
It was reported that a transient ischemic attack occurred. Plavix and eliquis were held for 24 hours before the procedure. There was no thrombus or dense echo-contrast in the left atrium/left atrial appendage (laa) prior to implantation. A laa closure procedure was performed and a 24mm watchman flx laa closure device was implanted with no leak noted. Heparin was given during the procedure and the activated clotting time (act) during the case was 307. Protamine 50mg was given at the end of the case. Approximately 1-2 hours post-procedure, the patient experienced symptoms of a stroke (garbled speech, rigid posturing, tongue protrusion, and yelling). A computed tomography (CT) of the head showed no bleeding. The symptoms subsided roughly 30 minutes to an hour after tissue plasminogen activator (tpa) was given, and the patient was reported to be at baseline. Of note, there were approximately 20 device recaptures performed throughout the procedure, two transseptal punctures, and three different devices used. The appendage was an anterior chicken wing and the case took 125 minutes.